Manufacturer narrative:
(B)(4).

Event description:
The patient reported she had no change in her bowel symptoms/therapy since implant. The patient called her healthcare provider (hcp) office and was told to call her manufacturer representative. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine what actions were taken to resolve the issue. Additional information received from the consumer reported that she had a loss of therapy. She had not had benefit since implant. The patient did feel stimulation. The patient had "the runs" and onset of these symptoms was reportedly sudden. It was noted that the patient's doctor turned her stimulation up a couple of months ago and that day she only had 2 bowel movements but since then the bowel movements have increased. The patient was implanted for gastrointestinal/ pelvic floor issues.